Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device would randomly turn off and no recent errors were found in the error logs. The power supply was replaced, the hard drive reconfigured and the software reloaded, all as preventives. Analysis did note that the programmer had a cracked overlay, the tabs on the power cord bay door and the handles were broken. The overlay/bezel assembly, power cord bay and handle covers were all replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the programmer would randomly turn off in the middle of a session or pacing system analyzer (psa). The programmer returned for service. No patient complications have been reported as a result of this event.